Event description:
It was reported that the patient experienced infusion set cannula kinked on (b)(6)2026. The high blood glucose level to 455 mg/dL, and the patient was treated with correction injection via multiple daily injections.

Manufacturer narrative:
Initial 1 of 2Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.